Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported from additional information obtained on 02/09/17 that this incident occurred as a revision procedure. The patient had undergone an apex hemi arthroplasty on (B)(6) 2016 at another facility. The patient was experiencing pain and the surgeon thought the apex stem, ar-9100-08s, lot 1349710 ((B)(6) (B)(4)) was loose. During the (B)(6) 2017 revision, it was confirmed that the stem was loose. The stem and the humeral head, ar-9150-19p, lot 150058018 ((B)(6) (B)(4)) were both explanted during the revision. The case was completed by using an arthrex reverse procedure.